Event description:
It has been reported to us that during the procedure, the occlusion balloon defalted unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted an aspiration catheter and performed aspiration of the vessel. The physician removed the aspiration syringe and exchanged to a second one and noticed that the occlusion balloon had deflated unexpectedly.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. As engineering analysis of the subject device will be performed upon receipt.